Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified, and since it was unknown if the user conducted reprocessing in accordance with the instructions for use (IFU), a further cause could not be established. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in tjf type 170 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf type 170 reprocessing manual chapter 4 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign matter on the forceps elevator. There was no patient involvement.